Manufacturer narrative:
Upon inspection and testing of the device, the error code e315 was found to be caused by water ingress in the scope connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the e315 error occurred due to a board failure in the scope connector section. The cause of the board failure was likely due to the water leak in switch button #1, that resulted in water ingress or moisture in the scope. However, a definitive root cause could not be determined. The reported issue (air leakage from switch #1) was confirmed and suspected to be due to holes/cuts on the switch by interference such as hitting a hard and/or sharp object (e.g., while removing from a cleaning and disinfecting device (oer-5, etc.). In addition, service found the bending angle was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. The control unit, the scope connector, and the light guide tube were damaged due to water invasion. The adhesive on the bending section cover was chipped, and switch button #1 was scratched. Per the legal manufacturer, these other issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that during the post-inspection process, when water leakage was detected with the oer-5 (endoscope reprocessor), air leakage was found from switch button #1 of the subject device. There was no report of patient or user injury associated with this event. The device was returned to an olympus service center for evaluation. During inspection and testing, it was observed the subject device displayed an error code e315 (scope error). This report is being submitted for the malfunction found during evaluation of the device (error code e315).